Event description:
Surgeon used cautery and set it down on drape. Due to smoke evac machine running after cautery use. They did not notice the cautery did not shut off right away. The pt commented that their arm burned. This is when they noticed that the pencil was defective and had not shut off.